Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue trying to change their cartridge. The customer was assisted with rewinding and priming the insulin pump. Blood glucose value was 477 mg/dl at the time of the incident. No troubleshooting was performed because the customer declined blood glucose value troubleshooting. Nothing will be replaced or returned. The customer stated they will monitor the insulin pump.